Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 36 cobalt chromium head -5. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding alleged corrosion involving a 36 cobalt chromium head -5 was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that patient was revised on a left hip due to trunnionosis.

Event description:
It was reported that patient was revised on a left hip due to trunionosis.